Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case # (B)(4)) in united states on 03-aug-2015 who had essure (fallopian tube occlusion insert) inserted. Consumer stated that besides pregnancy, she was experiencing migraines every day, joint pain, major hair loss, and loss in sex drive. After having her son 5 weeks early, he was in the nick for 8 days and got to come home. He was having apnea episodes, jaundice issues, and not being able to eat and breathe at the same time. A few months later, she found out she was pregnant again. She had essure inserted because she experiences severe hyperemesis gravidarum throughout her entire pregnancies. So, as soon as she started to get sick, she knew she was pregnant again. She also got her daughter 5 weeks early as well, but with her there were no health issues. She was just really small. Due to pregnancies, she had thousands of ivs and 10 PICC lines placed over the last 7 years. She was submitted to a more invasive test to confirm the coil placement and turned out that her right tube was not fully blocked. She experienced continued pelvic pain, mood swings, bloating, memory issues, unexplained rashes and very heavy menstrual periods. Consumer had a third coil placed again and then within a matter of a couple of weeks the periods got even heavier and much more painful. An ablation was discussed because of the pain, bleeding, and fibroids were found. The periods were super heavy and lasting 3 weeks and the she would get a couple of days break and then it would start all over again. The ablation helped with the amount of bleeding but she was still in the same 3 week pattern the pain continued to worsen and so did the bloating. An ultrasound was performed and showed a very large cyst on her ovary. The uterus was removed because the bleeding was not getting better. She continued to have problems with cysts bursting on a daily basis causing a large amount of bloating. Ovaries were also removed. At time of this report, consumer was 4 weeks post-operative and things were going great. Couple of weeks after essure removal, her hair was starting to grow back, her joints no longer hurt, migraines slowed down, feeling of kicking in her uterus (like a phantom baby kick) went away. All of her major problems went away with the exception of the ovarian cysts and bloating due to fluid build up. She stated that uterus, tubes and coils were removed, as well as the large cyst. Physician stated to her that had to remove an excessive amount of fluid from the abdomen as well. During third and fourth pregnancies (e-babies), she was vomiting so much that she was with the teeth of a "bulimic." Consumer assessed event outcome as other serious (important medical events); however she did not specify it. She also assessed event date as (B)(6) 2011; however she also did not specify it. Please refer to case numbers: 2015-393256, 2015-393282 and 2015-394335. Correction <12-aug-2015>: after internal review of information received on 03-aug-2015, a new event was added to the case. Follow up 11-aug-2015: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur with the use of any contraceptive and is not indicative of a quality deficit per se. Neither batch number nor complaint sample were available for a technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous and non-medically confirmed case report refers to a male neonate who was exposed to essure during pregnancy and her mother had him 5 weeks early (seen as prematurity). The neonate was born with apnea episodes, jaundice issues and was not being able to eat or to breathe. These events are all serious due hospitalization and medical importance and unlisted in the reference safety information for essure. Prematurity is a term for the broad category of neonates born at less than 37 weeks' gestation. The complications of preterm birth arise from immature organ systems that are not yet prepared to support life in the extrauterine environment. In this case the mother mentioned that her son was born 5 weeks early and he was in the "nick" for 8 days (interpreted as hospitalized). He had apnea episodes, jaundice issues, and was not being able to eat and breathe at the same time. Considering the possibility of mechanical interference of the devices during pregnancy cannot be totally excluded, the prematurity and its complications (the other events) are assessed as related to essure use. Since hospitalization and serious complication of pregnancy related to device were reported, this case is regarded as incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product.